Event description:
It was reported that this product was scheduled for explant due to infection. When the patient arrived, the pulse generator was completely outside of the body and the electrode had dislodged. There were no additional adverse events reported.